Event description:
"Caller alleged discrepant results compared with the lab and doctor's meter. Results as follows:" date: (B)(6)2010, inratio: 4.0, lab: 3.1, doctor's meter: 3.2. Date: (B)(6)2010, inratio: 3.0, doctor's meter: 2.8, new strip lot: 3.5. Patient has been on coumadin for several months. Her inr has been stable. Her target range 2-3. Her last inr the week before (B)(6) was 2.7. Patient was trained on meter at doctor's office on (B)(6). Patient was not bleeding. No heparin/lmwh. Not anemic, on chemo or dialysis. No thyroid or autoimmune disease. No medication change. Patient is going on a trip next week and felt comfortable now using the new meter.

Manufacturer narrative:
Investigation pending.